Event description:
Had lasik performed 9 years ago, first 5 years no problems 20/20 vision. Over the last 4 years, I have experienced "cornea" regression, having lost approximately 1/3 of my correction. My doctor explained it as my having a high degree of elasticity in my cornea. What people need to know is that while lasik is permanent, the lasting correction result are not. They never tell you that when they are selling lasik, because it's all about the dollars. So now they want to do a second correction. Moreover, they down play the fact that opening up the cornea flap increase the change of complications. Secondly, burning away more cornea material to correct this regression will only further weaken the cornea. A few years later, I will be right back needing yet another correction, assuming I have enough cornea material left. Because of the increased dry eyes as a result of lasik, it is usually difficult to wear soft contacts for more than 8 hours to correct my vision. Had the FDA done long term studies on this surgery, a lot of people would have elected to just keep wearing soft lenses, and save all their money. The industry/lasik medical equipment pushed this surgery through the FDA for approval, and the consumer is left with a bad case of buyer's remorse and the lasik blues.